Event description:
It was reported by the rep that the (1) tlc55 was used during a right hemicolectomy procedure. It was reported that the sales rep and the surgeon had a discussion regarding a right hemicolectomy procedure with a side to side anastomosis procedure. The pt was re operated on 2/10. When transecting the transverse colon it was discovered the linear cutter on the proximal end did not provide staples where the cut line began on the first operation. A leak developed. The pt developed ards, renal failure, required dialysis, and had overwhelming sepsis. The pt had an ileostomy created. The pt is currently in transitional care facility and the surgeon expected pt to survive due to pt age.